Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The exact cause of the proximal movement of the device could not be determined with the provided info.

Event description:
On (B)(6) 2013, the pt underwent treatment of a distal thoracic aortic saccular aneurysm with a conformable gore tag thoracic endoprosthesis. The physician reportedly intended to deploy the device with the distal portion of the device just above the celiac artery. It was reported the device was deployed rapidly and during deployment, the device migrated proximally 2 cm. A second device was deployed to extend distally landing just proximal to the celiac artery. The devices ere ballooned and the distal thoracic aortic aneurysm was successfully treated. The pt tolerated the procedure.